Manufacturer narrative:
The additional information for device (B)(6) pertaining to the unspecified atrioventricular block and permanent pacemaker implant was reported in the supplemental regulatory report number 2025587-2023-02264. Updated data: b5. Second paragraph. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, common iliac artery access was being considered due to ¿difficulty¿ with the transfemoral artery, but it was determined that the transfemoral artery could be used for access. The right transfemoral artery was accessed using a 14 french non-medtronic sheath, and inline sheath. The valve was implanted in the patient. The delivery catheter system (dcs) was withdrawn, and a digital subtraction angiography of the lower extremity was performed. Subsequently, an arterial dissection of the right common iliac artery was observed. A non-medtronic stent was inserted, and post-expansion was performed using a non-medtronic 6 millimeter (mm) and 40 mm balloon. A second lower extremity angiography was performed, and good blood flow was observed. The procedure was completed. 3 days following the implant procedure, it was reported that a permanent pacemaker was implanted for an unspecified atrio-ventricular (av) block. Per the physician, the patient¿s right lower limb recovered without any problems, and the progress was good. No additional adverse patient effects were reported. Additional information was received that clarified previous documentation. It was reported that the patient's vascular anatomy had a narrowing accompanied by calcification from the external iliac artery (eia) to the common iliac artery (cia). The minimum vessel diameter in the eia was 3.5x4.2mm and in the cia 4.8x5.4mm. Initial concern was that a transfemoral access would be difficult. Vascular access was obtained by cut down of the femoral artery and a non-medtronic sheath was used. It is unknown when the dissection occur red. However, per the physician, the dcs was a contributing factor to the dissection due to the calcification and vascular narrowing. After valve placement, the patient showed cardiac conduction disturbances with sinus rhythm and complete heart block (chb). The pa tient is permanent pacemaker dependent due to sustained chb. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that indicated that 3 days following the implant of the valve, a dual chamber permanent pacemaker was implanted. 1 month following the implant of the valve, the patient was admitted to the hospital due to a fever. The infection site and source of the fever were unknown. It was reported that pneumonia was confirmed. Antibiotics were administered, and the patient's symptoms subsided. 19 days later, the patient was discharged. No additional adverse patient effects were reported.

Manufacturer narrative:
The event for device f539552 pertaining to the unspecified atrioventricular block and permanent pacemaker implant was reported in regulatory report number 2025587-2023-02264. Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Select patient information cannot be documented in the file due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, common iliac artery access was being considered due to ¿difficulty¿ with the transfemoral artery, but it was determined that the transfemoral artery could be used for access. The right transfemoral artery was accessed using a 14 french non-medtronic sheath, and inline sheath. The valve was implanted in the patient. The delivery catheter system (dcs) was withdrawn, and a digital subtraction angiography (dsa) of the lower extremity was performed. Subsequently, an arterial dissection of the right common iliac artery was observed. A non-medtronic stent was inserted, and post-expansion was performed using a non-medtronic 6 millimeter (mm) and 40 mm balloon. A second lower extremity angiography was performed, and good blood flow was observed. The procedure was completed. 3 days following the implant procedure, it was reported that a permanent pacemaker was implanted for an unspecified atrio-ventricular (av) block. Per the physician, the patient¿s right lower limb recovered without any problems, and the progress was good. No additional adverse patient effects were reported.